Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was elevated capture threshold on the right ventricular (rv) lead. After further assessment in clinic, chest x ray confirmed rv lead dislodgement. The physician performed revision procedure where rv lead was repositioned in the ventricle on (B)(6) 2022 . The patient was in stable condition.